Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex tracheobronchial sterile uncovered proximal release stent was to be used to treat a malignant subcarinal stenosis during a bronchoscopy with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s airway was tight and was dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the stent, however, the stent deployment suture broke near the distal tip. The partially deployed stent was removed from the patient and the procedure was not completed as the same device was unavailable. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion was reported to be fine.